Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump that had leaking tubing at the little filter. The patient tried to tape around this, but the chemo still leaked through the tape, so the patient came in and a new bag of chemo was remade for the remaining amount. The nurses placed the defective tubing in a yellow bag, and it has since leaked out more." Medication administered via port. Infusion was delayed for about "a day". "It was apparent that there was a leak visible coming out of the center of the filter". There was no blood loss or backflow. Medication being infused was 5fu. No patient injury reported.